Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progressions of the patient's underlying valvular disease pathology. If action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 79-y-o patient with a 25mm magna valve implanted in the mitral position underwent intervention for a valve-in-valve procedure after an approx. 10 years due to calcification leading to severe stenosis and moderate regurgitation. A 26mm sapien3 valve was implanted within the edwards surgical valve using the transseptal approach with successful result. The patient outcome was noted as good.

Manufacturer narrative:
Updated: b4, g3, h6.